Event description:
This catheter was being utilized for a femoral angiography procedure. When the catheter kinked in two places approximately 25 cm from the leading end. There was no reported injury to the pt.